Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported migration associated with partial clip movement appears to be related to challenging anatomy. Mitral valve insufficiency/ regurgitation resulting in dyspnea appears to be related to the partial clip movement (migration). Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 4 mixed mitral regurgitation (mr), a posterior leaflet with prolapse, flail, and restriction, for a mitraclip procedure. One clip was implanted, independent grasping was utilized, and leaflet insertion was satisfactory. The mr was reduced to grade 2. On (B)(6) 2024, a partial clip detachment was observed from the valve. The posterior leaflet was partially detached. On (B)(6) 2024, a second clip intervention was performed to stabilize the partial detachment. The mr was recurrent at grade 4. One xtw was implanted and the mr was reduced to grade 1-2. The procedure was successful.